Event description:
It was reported that stent fracture occurred which required additional intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 24 x 3.00mm promus premier drug eluting stent was advanced for treatment. The main body of the stent was fractured, and the broken part was removed from the patients body with a snare. The procedure was completed with another of the same device. There were no patient complications reported. Patient was stable. It was further reported that the target lesion was 80% stenosed and was located in the mildly tortuous and non-calcified left anterior descending artery. During advancing of the 24 x 3.00mm promus premier drug eluting stent, the stent appeared significantly enlarged. Insufficient support of the guide catheter was noted resulting to the stent not being able to reach the lesion. The stent was damaged and dislodged in the radial artery. After removal of the stent with a snare, local limb swelling was found, and the radial artery and brachial artery walls were injured multiple times. After replacing the guide catheter, another 24 x 3.00 promus premier drug-eluting stent was used to complete the procedure. There were no further complications reported and the patient was discharged. Furthermore, it was reported that this report is a duplicate of emdr report number 2124215-2023-44402.

Manufacturer narrative:
Initial reporter phone: (B)(6). Corrections: this report is a duplicate of emdr report number 2124215-2023-44402.

Manufacturer narrative:
E1 initial reporter phone: (B)(6)

Event description:
It was reported that stent fracture occurred which required additional intervention. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 24 x 3.00mm promus premier drug eluting stent was advanced for treatment. The main body of the stent was fractured, and the broken part was removed from the patients body with a snare. The procedure was completed with another of the same device. There were no patient complications reported.